Event description:
The customer contacted baxter's service center regarding a system error 2240 which occurred on the home choice (hc) during use during initial drain. The patient was connected at the time of the alarm and had not disconnected prior. All of the bags were properly spiked and connected. The home patient (hp) uses a patient line extension. The hp did not check the patient line to verify that the prime completed prior to connecting. The hp cycled the power to clear the alarm and received system error 2367. The hp then ended therapy. The technical service representative (tsr) had the hp disconnect using aseptic technique and remove the cassette. The caregiver (cg) wanted the tsr to assist with setting up the hc with new supplies. The tsr reviewed proper setup procedure. The tsr was still on the line when prime completed. The patient line did not fully prime, so the tsr assisted the cg to reprime the patient line and it completed successfully. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) contacted the registered nurse on 03/02/2012. She stated that the patient had not contacted her, but might have spoken with another nurse. Bps explained the alarm and user error to the nurse; she would speak with the hp about his use error. She had seen the patient since this event, and he was doing well and continuing therapy on the homechoice. There were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4).this complaint for a report of a system error 2240 was confirmed. The root cause was incomplete prime. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.